Event description:
During a coronary stenting procedure, the product did not cross the calcified circumflex target lesion after pre-dilatation 10 + times with a quantum. The system was withdrawn after it would not cross. The cypher became stuck in the guide and caught on the calcium. The stent then dislodged outside the body, and was never inflated. There was no reported patient injury.